Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer reported that the device was exposed to ocean water. The customer stated that she was pushed iin the ocean. The customer is not wearing the device, has been using manual injection. The customer could not perform self test due to buttons not pressing. The customer could not clear the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced due to water damage and non responsive buttons.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test or verify battery out limit alarm due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.